Event description:
A clinical incident involving a super turbovac with integrated cable wand and an atlas controller was reported to arthrocare corporation. Following a left shoulder arthroscopy procedure, it was reported the patient sustained a injury which appeared as a distinct red blemish on the patient's operative shoulder. The physician checked the injury following the procedure and administered a dose of antibiotics.

Manufacturer narrative:
The device was discarded by the hospital. Since the device was not available for investigation, a lot history review for the lot will be performed and provided in a follow up report. Two arthrocare devices were used in the procedure. The second device, atlas controller, will be filed under medwatch report 2951580-2008-00095.